Manufacturer narrative:
The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for a scheduled double-chamber pacemaker implant procedure. During the procedure, high threshold and failure of capture on the electrocardiogram was noted. The lead was not used and the physician elected to complete the procedure with a different lead. The patient was in stable condition throughout the procedure.